Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was poor sleeve function and non patient needle separation from the holder luer/adaptor/hub. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there was the "presence of a slit on the small rubber that protects the needle (twisted needle and sometimes the needle comes out of the rubber)."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged sleeve. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was poor sleeve function and non patient needle separation from the holder luer/adaptor/hub. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there was the "presence of a slit on the small rubber that protects the needle (twisted needle and sometimes the needle comes out of the rubber)."